Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found the iabp unit was not locked into the cart and was sitting forward a bit. The fse had also found that the battery housing was not engaged properly, and that the battery housing cover was dented around the battery connector which was causing part of the connection issue. The fse straightened out the battery housing cover and reseated the batteries. The iabp unit was able to start in battery operation; however, the replaced batteries were very low. As a precautionary measure, the fse replaced the batteries then performed a full preventive maintenance (pm) service on the iabp unit. All calibration, functional and safety checks were performed and completed to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport and while in use, the batteries for the cs300 intra-aortic balloon pump (iabp) were not holding a charge. There was no patient harm, serious injury or adverse event reported.